Event description:
The pump stopped with "possible helium leak" message. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Event complications: none from the event- reported 5/30/97.) (Pt's current status: unk- rpt'd 5/30/97.)